Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer generated false low potassium (k) results for two (2) patient samples. The false results were reported out of the laboratory. When the issue was noticed, the samples were repeated on an alternate instrument and the results were amended. The customer is only questioning the k results. Patient treatment was not impacted from this event.

Manufacturer narrative:
The customer verbally stated that quality control (qc) prior to the event was within lab-established ranges. The customer also stated that the qc was running low, but within range. It is unknown if the low, but within range qc was run prior to or after the event. Synchron qc levels 2 and 3 were low, out of lab-established ranges (unknown if this was prior to or after the event). Data was not provided. The customer replaced the k electrode tip and stated that synchron qc was still low, but within range. A bec field service engineer (fse) was dispatched and replaced both the na electrodes and the k electrode tip. The fse verified instrument performance.